Event description:
It was reported to baxter turkey that a colleague infusion pump experienced an inoperative keypad. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is ui master 5.46.00. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperative keypad was confirmed during product evaluation. The root cause of the reported problem was determined to be fluid ingress. Appropriate action was taken to correct the reported problem by repairing the pump head module keypad. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.